Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "cobb connector too pushed down into the tube. Impossible to remove it in order to use our closed tracheal suctioning system. High risk of extubating the patient. Discomfort for the baby". Additional information received states that there was no desaturation and that the patient status is stable.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "cobb connector too pushed down into the tube. Impossible to remove it in order to use our closed tracheal suctioning system. High risk of extubating the patient. Discomfort for the baby". Additional information received states that there was no desaturation and that the patient status is stable.